Manufacturer narrative:
(B)(4). D4: batch # r59n5r. Device analysis: the analysis results found that the pph03 device arrived with no apparent damage. The breakaway washer uncut and indented and there were 17 unformed staples protruding of guide face. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). Date sent: 01/15/2020.

Manufacturer narrative:
(B)(4). Batch #: unk.   A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Photo evaluation summary: upon visual inspection of three photos, the following was observed: the first photo shows a label of product code pph03, lot #: r94x2n, exp. Date: 2023- 10-31. The second photo shows a device of handle area with batch #: r59n5r, and serial number (B)(4). The third photo shows a pph device from top view with the anvil closed and the safety engaged. Based on the photos reviewed, the event described cannot be confirmed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a pph procedure, after stapling and removing the device, there were bleeding at 3,6,12 o'clock positions. The doctor checked and found that the tissue was cut already but not be stitched and the pins still inside the device. The doctor performs suture together with hanging hemorrhoids technique for patient. This prolonged surgery by anesthetic for an additional 20 minutes , increasing the anesthetic and hemorrhoids to hanging stitches in the unpaired position. Update on the patient's health: was fine and was discharged on 07-dec.